Event description:
The customer reported, a system message displayed during surgery. The event occurred during phaco cortex removal. The system was switched out and the case was completed. Additional info received noted chamber instability. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the problem reported. The system message was found in the event log. The fluidics module was replaced as a preventive measure. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).